Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the footswitch stopped working and the system locked. The case was completed manually following a two hour delay. There was no patient harm.

Manufacturer narrative:
The customer did not request for servicing on the system. Therefore, there was no examination of the system. Without the examination, the root cause of the reported issue cannot be determined conclusively. The system was manufactured on february 27, 2015. Based on qa assessment, the product met specifications at the time of release. There was no illuminator lot numbers identified with this complaint. Therefore, a lot history review could not be conducted. All light pipe products are 100% visual inspected and light tested during the manufacturing process. The root cause for the customer complaint issue could not be determined. The manufacturer internal reference number is: (B)(4).